Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) to resolve error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was analyzed, and the reported issue was confirmed and reproduced. The unit was tested on an in-house system and failed in normal mode as error 319 was triggered. The unit was also tested on a test platform and failed the fiber test and all boards test on the rolling loop.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer was getting 319 error code on the universal surgical manipulator (usm) 4. The customer tried restarting system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had customer do a hard restart with no change. The customer stated the surgeon needed four usms and would either convert to open surgery or may bring in patient side cart (psc) from another system. There was no report of patient injury.